Manufacturer narrative:
The device was returned and evaluated. The device was received in 2 pieces, each with an attached haptic. One of the returned pieces exhibited a jagged outer edge on the optic with material missing. The reported iol defect was not confirmed. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximately 3.5 months after implantation of an intraocular lens (iol) in the left eye (os), the patient complained of dissatisfaction with visual clarity, describing halos and a sensation of looking through "dirty glass". Approximately 6 months after symptom onset, an optometrist observed a divot in the superior/temporal portion of the filter ring of the iol's optic. Approximately one year later, the initial iol was removed and a replaced with a different model lens positioned in the sulcus. In the surgeon's opinion, the most likely cause of the event was the patient's inability to adapt to the unique optics of the iol and experienced subjective visual disturbances. Patient outcome is good.